Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced clotting issues. This event occurred 50 times. The following information was provided by the initial reporter. The customer stated: they are facing clotting issues with the heparin gel tube. More than 50 samples.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced clotting issues. This event occurred 50 times. The following information was provided by the initial reporter. The customer stated: they are facing clotting issues with the heparin gel tube. More than 50 samples.

Manufacturer narrative:
H.6. Investigation: bd received 4 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for clotting with the incident lot was not observed. Additionally, the customer samples along with retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to clotting as all samples met specifications. 4 returned samples and 6 retained samples, were therefore, analyzed for heparin content; all were found to be within specification. The bd team that observed this customer has noted that no inversions were performed after samples were collected. This s considered an off label use of this product. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced clotting issues. This event occurred 50 times. The following information was provided by the initial reporter. The customer stated: they are facing clotting issues with the heparin gel tube. More than 50 samples.